Event description:
It was reported that while using a bd insulin syringe with bd ultra-fine iii insulin pen needle to inject her husband with insulin, a consumer received a needle stick injury when she recapped the needle. The consumer's husband (B)(6), therefore, the consumer will receive routine periodic follow up care for (B)(6) for one year.

Manufacturer narrative:
Results: a sample is not available for evaluation. A review of the device history record could not be performed as a lot number of this incident was not provided. Conclusion: without a sample, an absolute root cause for this incident cannot be determined.